Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient had recently undergone generator replacement on (B)(6) 2015 at which time device diagnostics were within normal limits. The patient was referred for surgery for lead revision. During surgery, the surgeon identified blood in the lead tubing. The surgeon replaced the lead and device diagnostics with the new lead and existing generator were within normal limits. The explanted lead was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not report this information.

Event description:
Product analysis of the lead identified a set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
Product analysis on the returned lead was completed on 06/30/2015. A portion of the lead assembly including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. Dried remnants of what appeared to have once been a body fluid-like substance was found within the outer silicone tubing. During visual inspection it was noted there was an abraded opening and incision marks observed on the outer silicon tubing. The abraded opening and incision marks found on the outer silicon tubing, and the cut ends that were made during the explant process, most likely provided the leakage path for the bodily fluid-like substance. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, during visual analysis, and no discontinuities were identified.